Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient received ineffective pain relief from her scs system. The patient's targeted pain areas are legs and low back. The patient stated the stimulation provided her effective leg coverage, however, it did not provide her with the back coverage she desired. X-rays were taken and did not reveal any anomalies. Subsequently, the patient underwent surgical intervention on (B)(6) 2015 where her entire scs system was explanted.